Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing. It was also reported, that when trying to reprogram this ra lead, low out of range impedance measurements were exhibited in unipolar configuration. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found no anomalies. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing. It was also reported, that when trying to reprogram this ra lead, low within normal range impedance measurements were exhibited in unipolar configuration. Another ra lead was successfully implanted. No additional adverse patient effects were reported.